Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had a device for gastrointestinal/pelvic floor and later had a spinal cord stimulation (scs) device implanted for their lower back and legs. The patient was having bladder spasms and thought the scs device was causing the issue. The rep recommended the patient turn off their scs device to see if they continued to have bladder spasms. The patient did not want to turn their scs device off because they are unable to walk without the device being active. The patient stated they were hospitalized from the bladder spasms. The rep asked if the two stimulators could interact, and was going to follow-up with the patient with information about interactions between two stimulators. Additional information was received on (B)(6) 2017. It was reported that the cause of the bladder spasms were not determined, there was no interaction between the scs device and the gastrointestinal/pelvic floor device, and the spasms were not due to the scs device. It was unknown if the bladder spasms were due to the gastrointestinal/pelvic floor device, and the physician was running additional tests. It was unknown if the bladder spasms had been resolved. No further complications were reported.